Event description:
The article, "comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices-a single center cohort study", was reviewed. The article presented a retrospective, single center to compare different left-atrial appendage occlusion (laao) devices with respect to clinical outcomes, laa sealing properties, and device- related complications. Devices included watchman 2.5, watchman flx, amplatzer cardiac plug, and amplatzer amulet. The article concluded that the study highlights the efficacy and safety of laa closure using various occluder devices despite anatomical challenges. Long-term follow-up findings support laa closure as a promising option for stroke prevention in selected patient cohorts. Further research is needed to refine patient selection criteria and optimize outcomes in laa closure procedures. [The primary and corresponding author was (B)(6)] the time range of the study was from 2009 to 2023. A total of 270 patients were included in the study, of which 69 (26.0%) received an abbott device. The average age was 75.5 years and the majority gender was male. Comorbidities included atrial fibrillation/flutter, arterial hypertension, coronary artery disease, arteria carotis interna stenosis, diabetes mellitus, dyslipidemia, syncope, peripheral arterial occlusive disease, smoking, chronic obstructive pulmonary disease, dyspnea, chronic kidney disease.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation/flutter, arterial hypertension, coronary artery disease, arteria carotis interna stenosis, diabetes mellitus, dyslipidemia, syncope, peripheral arterial occlusive disease, smoking, chronic obstructive pulmonary disease, dyspnea and chronic kidney disease. Some of the complications reported were pericardial effusion, cardiac tamponade, bleeding, aneurysma spurium (hematoma), ischemic stroke and thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices-a single center cohort study".